Manufacturer narrative:
A non-conformance review was conducted for lot #24a103 and there were no ncs related to the reported event issued during the manufacturing of this lot. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported issue. As such, a root cause could not be determined. A corrective and preventive action search was conducted and there are no associated capas for this reported issue. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that a nurse was administering employee flu shots. A needle was opened and correctly screwed on to flu syringe. When the needle tip was entered in to arm, the flu vaccine leaked around the plastic tip at the needle base. The needle itself did not break, only the plastic leaked. Additional information received on 18oct2024 stated that they gave the employee another vaccine as they felt that none of it flowed into the employee¿s arm. A new syringe and needle was used when it was administered.